Event description:
A pt with an unk model of endotracheal tube experienced respiratory difficulties and a suction catheter could not be passed through the tube. Fiber-optic endoscope revealed a kink in the tube. The pt was successfully reintubated. There is no further info available.